Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained via the right femoral artery. The 30mm in length, 3mm in diameter, concentric and de novo target lesion being treated was located in the moderately tortuous and mildly calcified unspecified coronary artery. The lesion contained a bend of less than or equal to 45 degrees. The 3.00x32mm liberte bare stent delivery system (sds) was advanced to the lesion. The stent balloon was inflated, however, it failed to inflate. It was decided to remove the sds from the patient and upon withdrawal resistance occurred with the guide wire and the sds shaft broke. The distal portion of the sds remained inside of the patient. The broken portion was successfully removed after several attempts and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. Access was obtained via the right femoral artery. The 30mm in length, 3mm in diameter, concentric and de novo target lesion being treated was located in the moderately tortuous and mildly calcified unspecified coronary artery. The lesion contained a bend of less than or equal to 45 degrees. The 3.00x32mm liberte bare stent delivery system (sds) was advanced to the lesion. The stent balloon was inflated; however, it failed to inflate. It was decided to remove the sds from the patient and upon withdrawal resistance occurred with the guide wire and the sds shaft broke. The distal portion of the sds remained inside of the patient. The broken portion was successfully removed after several attempts and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube. The break was located at 41cm distal to the strain relief. A severe kink was present in the hypotube at 88.8cm distal to the strain relief. No issues were noted with the profiles of the crimped stent, balloon and tip sections of this device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).